Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. After several recaptures the physician still could not position the closure device in an ideal location. The device was fully recaptured and removed from the patient. A new 27mm wds was then inserted through the was. The closure device was deployed, and release criteria was checked. After multiple recaptures the physician performed an effusion sweep and a pericardial effusion was noted to be present. The physician performed a pericardiocentesis which helped the effusion resolve. There were no other patient complications that were reported to have occurred and the patient is expected to make a full recovery.